Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address metallosis.

Event description:
Update rec'd (B)(4) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain and difficulty ambulating. There is no new information that would affect the MDR decision.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address metallosis. Update rec'd 04/17/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain and difficulty ambulating. There is no new information that would affect the MDR decision. The complaint was updated on: 05/16/2014. Examination of the returned devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product/lot code combinations since their release to distribution. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated.